Event description:
During the procedure, a dissection of the vessel was noticed when the guide catheter was inside the pt. The physician opened the guide catheter and noticed that the tip of the guide catheter was slightly transformed. The physician made the decision to use the guide catheter for the procedure. The physician inserted the guide catheter into the pt. The physician inserted a balloon catheter through the lumen of the guide catheter and the guide catheter advanced forward. The physician looked on the floroscope and noticed a dissection of the vessel had occurred. The pt is reported to be fine.

Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. H.3 device evaluation anticipated, but not yet begun. This report is based on information supplied to us without our independent verification as to its accuracy, completeness or casual relationship to the product.